Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the shim is missing one ball bearing and one spring.

Manufacturer narrative:
Visual evaluation of the returned component confirmed that one ball bearing and the associated spring are missing. This device is used for treatment. It was reported that the issue was discovered by the or staff prior to the case when the instruments were checked. Corrective action has found that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tibial articular surface provisional shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on (B)(6), 2014. The instrument was manufactured before the recall was launched before any re-design was implemented. As such, a previously addressed design issue is considered as the root cause.

Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.